Manufacturer narrative:
Analysis of the pump found no anomaly. Analysis of the catheter/sc connector found a non-significant indent in the seal that did not affect infusion. (B)(4).

Event description:
It was reported there was a malfunctioning pump that was explanted on 2014 (B)(6). The drug delivered in the pump was unknown.

Manufacturer narrative:
Will be sent when analysis is completed.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2011 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
The pump was being used to deliver dilaudid.